Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/16/2019.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain: no further information is available. Lot number; reported number a30 is invalid of this product: no further information is available. Device return status/ follow up: when we send the sample to you, we will let you know its return date and tracking number. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle was detached from the suture easily during subcutaneous dermo stitch by continuous suturing. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/30/2019. It was reported performance pull off - suture needle. An empty labeled winding former, a detached needle and a dispensed suture of product code sxpp1b112, were received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected.body fluids were present on needle and marks at the edge of the barrel hole by the use of a surgical instrument could be observed, this condition causes the needle pull off. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. During the visual inspection of the suture, the end was noted cut appears to be by the use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling.